Event description:
Pt underwent laparoscopic sigmoid colectomy. During the procedure the stapler with 29 mm anvil was introduced into the colon and the stapler was placed in the rectum. Then the anvil and stapler were locked together. The stapler was then closed and fired. Following the use of the stapler the surgeon was unable to remove the device from the pt's rectum. Multiple attempts were made without success to remove the stapler and the pt's rectum was beginning to tear. The decision was made to open the abdomen to complete the surgery after converting into an open procedure it was noted that the anvil and stapler were securely tied to the colon. The anvil had not cut the proximal colon, although the rectum has been cut and stapled. The stapler was removed from the anvil and then an incision was made in the colon to remove the anvil.